Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that, the patient contacted support due to difficulty twisting the luer connector onto the inlet. The agent ensured that the cartridge was not overfilled and had the patient change to luer connectors from a different lot, after which the husband was able to twist the connector onto the inlet. The agent indicated that the shipping team would work to overnight additional connectors to the patient. It was further reported that the patient had experienced issues with connectors during prior training. The husband asked whether the inlet could be causing the difficulty with attaching the luer connectors. The agent informed him that there could be an issue with the inlet but could not confirm that the inlet was the cause. It was noted that the patient may require a replacement inlet if the issue continues. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.